Event description:
It was reported that the site received an "unable to interrogate" error message. All the connections were checked, the handheld was fully charged and unplugged from the wall. Soft reset was performed several times to resolve the issues also. The issue resolved after holding the handheld in a certain position. A replacement system was sent to the site. The non-working system has been returned to the MFR for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.